Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level (bg) was not impacted. The customer administered manual injections as alternate insulin therapy. As the customer was "not use to using insulin injections", the bg elevated (300-400 mg/dl) and reportedly, the customer obtained more supplies (prescription) to address the high bg.